Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix partly extended and there was tissue visible on it. The helix is bent and no further helix testing was possible. The lead was damaged at the implant attempt.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead would not extend. The lead was not implanted and was replaced with another lead. No patient complications have been reported as a result of this event.